Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found sensor broken. The broken part is missing. It was unable to be confirmed that the customer received sensor damage due to customer having returned opened and or used.

Event description:
The customer reported they had issues with their sensor. It was reported that the customer received sensor error. The customer's blood glucose level was reported to be over 200mg.dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.